Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4058m52 implantable pacing lead (B)(6) 1995-08-31. (B)(4).

Event description:
It was reported that he right atrial (ra) lead had noise. The ra lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.